Event description:
It was reported that during a ptca/stenting procedure, the maverick otw balloon ruptured at 6 atms on the first inflation. The lesion being treated was a calcified, 100% stenotic lesion in the lad. A terumo introducer sheath, a launcher guide catheter, a runthrough guide wire, a cypher stent, and a everest inflation device were also used in the procedure. Themaverick otw balloon was removed and the procedure was completed with another balloon. No patient injuries or complications were reported.